Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sept2019. The product support engineer advised customer to replace the flow sensor. A gas delivery system (gds) was return for analysis. An investigation was performed and failure determined to be fault in u1 of airflow subsystem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reports that during the air flow test 5 with the air flow set to 0 that the delivered air flow is out of specifications. There was no patient involvement.